Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, there was the possibility that the reported phenomenon was attributed to the following. Due to the user's handling, the cable was unexpectedly stressed and the cable was scratched. It is considered probable that the water penetrated from the part of this scratch, the electronic circuits were destroyed, and the video processor could no longer communicate, causing the image not to be displayed (e216). The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not duplicated, and also that there was a cut and leakage on the video cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a preparation for an unspecified laparoscopic surgery with the subject device at the user facility, the endoscopic image of the subject device was disappeared when the user touched or moved the subject device. The user facility replaced the subject device to a similar device to complete the procedure. The field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event.